Event description:
The customer reported that qc for antibody screen testing failed when performed on the ortho provue analyzer.

Manufacturer narrative:
The customer reported that qc for antibody screen testing failed when performed on the ortho provue analyzer. The customer reported that the provue interpreted the results of the qc testing as negative. The customer visually examined the gel cards processed on the analyzer and reported that they observed 2+ reactivity in the affected microtubes. An ocd field engineer arrived on site, adjusted the sample camera, created a new reference image, and returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since the repair. The customer did not return sample or log files for add'l investigation. As a result, this complaint could not be confirmed. However, the analyzer could not be ruled out as a contributing factor to this incident. If this incident were to recur undetected, it may lead to erroneous results. However, qc testing was not allowed to pass, preventing pt testing from taking place, and preventing erroneous results from being reported. (B)(4).